Event description:
It was reported that the patient presented some time pre-op with schmor / node benign tumor. The patient was cancer free at time of surgery. The patient underwent 1) right l3-4 unilateral laminectomy; 2) partial node facetectomy and disckectomy; 3) repair of durotomy intraoperatively; and 4) l4 curettage and biopsy, 5) bilateral posterior lateral fusion at l3-4, l4-5, and l5-s1 using rhbmp-2/acs, iliac cest bone, allograft bone croutons, and spinal instrumentation system. The bmp was placed in lateral gutters. One month post-op, the patient developed mild superfical infection drainage. The patient's last follow up exam was performed at 18 months. Bone healing was assessed as healed / fused.

Manufacturer narrative:
Cd horizon instrumentation, iliac crest bone, allograft bone croutons (therapy dates unknown). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. FDA osb was first notified of these events on the 24th of july 2013."